Manufacturer narrative:
The reported pump stop was confirmed through the review of the log file submitted by the account. Based on previous experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the pump-end segment of the patient's driveline. No device-related issues were identified through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The outflow graft was severed at its hardware and returned attached to the outflow elbow. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The account communicated that the patient experienced pump stops on (B)(6) 2017. On 25oct2017 technical services evaluated the patient¿s driveline which was reportedly in good condition and the pump stop could not be replicated. The decision was made to leave the patient on the previously supplied ungrounded cable with more frequent monitoring. The patient was supported by heartmate ii lvas with no further reported issues until (B)(6) 2017. The patient was transplanted on this date and the patient¿s outcome was not device or therapy-related, per the account. The hmii lvas IFU provides information regarding pump speed, power, flow, and pi and addresses all system controller alarms (including pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported pump stoppage was confirmed through a review of the submitted system controller log file; however, a direct correlation between the device and the captured events could not conclusively be determined through this evaluation. The submitted log file contained data from 30sep2017 to 11oct2017 and captured low speed events on (B)(6) 2017 at 21:46:07 and 23:17:45. These events included a momentary pump stoppage that was associated with low speed and low flow hazard alarms. All of these low speed events occurred while the system was connected to the power module. Based on past complaint experience and similar reported events, the low speed events and pump stoppage that occurred while the system was connected to the power module could be indicative of driveline damage. X-ray images of the driveline were examined and appeared inconclusive for any potential areas of wire compromise. The on-site evaluation of the driveline performed by the manufacturer¿s technical services team was unable to identify any issues with the driveline. The decision was made for the patient to continue with an ungrounded patient cable and no further issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 6 months. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after approximately 4.5 years of support, during a clinic visit on (B)(6) 2017, a review of the device history revealed that pump stoppages had occurred. The patient was asymptomatic. An external driveline evaluation was performed by the manufacturer¿s technical services representative on (B)(6) 2017. X-rays images revealed no suspicious areas. The driveline appeared to be well looked after and the condition of the shielding was very good considering the age of the driveline. The device passed electrical continuity testing, and no alarms were observed when the external driveline was manipulated while connected to an ungrounded patient cable. A decision was made to provide the patient with an ungrounded patient cable to prevent further possibility of a short to shield condition, in conjunction with more frequent monitoring. No additional information was provided.